Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the presence of a grey particle in the vial. There was a large hole in the bung of the vial. Simulated use testing was performed by activating a new vial, and no issues were noted. The reported condition was verified. The cause of the reported condition was determined to be a coring issue related to suboptimal activation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a plug in a bottle of cefotaxim after being activated by a vial-mate reconstitution device. There was no patient involvement. No additional information is available.